Event description:
It was reported that during a percutaneous peripheral intervention (ppi) treatment, a balloon rupture occurred the vascular access was obtained via right femoral artery with a 6f 45cm non-bsc sheath. The 100% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). The physician placed a non-bsc guide wire across the lesion. The 1.5mm x 20mm coyote balloon catheter was then selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. The balloon was inflated twice at 6atms at the proximal of the lesion. During the third inflation the balloon ruptured at 6atms. The device was removed and the procedure was completed with 2.0mm × 2mm coyote balloon catheter inflated three times at 6atm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).